Event description:
It was reported that the customer experienced low blood glucose levels (25 mg/dl). Customer stayed connected to site while performing fill tubing, and is unsure how many units of insulin he received. Customer ate syrup to correct his low blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Per tandem's user guide, "never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in the unintended delivery of insulin."